Manufacturer narrative:
Investigation: our quality engineer inspected the sample provided. Bd received a 24ga nexiva unit inside an open package from lot number 9130967. All components were present. Through the visual examination there was no physical/mechanical damage found on any of the components of the unit received. A functional test was performed where the unit was disengaged. There was no grinding or resistance felt. The unit successfully disengaged. The returned unit did not display any adverse characteristics that would contribute to the defect experienced. The failure reported could not be replicated at the laboratory. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that a needle defect was found before use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, "before use, hcp felt resistance when removing the needle tip from the catheter tip."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle defect was found before use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, "before use, hcp felt resistance when removing the needle tip from the catheter tip."